Event description:
It was reported that at initiation of support, blood leakage was present at the opening for the device holder. No patient effect was reported. (B)(4).

Manufacturer narrative:
This complaint was originally determined not to be reportable in the united states. The device was received and evaluated on (B)(4) 2014. With lot# data available it was determined the device is also distributed in the united states. The new aware date is (B)(4) 2014. The failure could be reproduced and a delamination of 10 gas fibers was detected. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.